Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 15-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern, customer states he just wanted to report the defective pen needles.

Event description:
Consumer reported complaint for the pen needles. Husband is calling on behalf of the customer. The customer feels well and did not report any symptoms. The customer did not need any medical intervention related to the use of the product. The package was not open or damaged when received. Customer has been using these pen needles for several weeks, using with compatible products and the pen needles were properly aligned. Customer was concerned the product was unable to administer wife's insulin or inaccurate dispense her insulin.

Manufacturer narrative:
Sections with additional information as of 11-feb-2021: d10: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA's method, result, and conclusion codes. H10: pen needles were returned for evaluation. Defect was detected. Pen needles arrived without protective seal and with inner component bent: can not align or dispense properly. Root cause: rc-076: mishandled by the end user.